Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 2 months after the dental implant and acrylic hybrid were placed in ada site 3, the implant did not obtain osseointegration in type iii bone. Clinician reports pain, mobility and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that nearly 2 months after the dental implant and acrylic hybrid were placed in (B)(6) site 3, the implant did not obtain osseointegration in type iii bone. Clinician reports pain, mobility and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)